Event description:
It was reported that the right ventricular (rv) lead showed no capture at maximum amplitude due to dislodgement. The dislodgement was confirmed through device testing. The rv lead was repositioned. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead showed no capture at maximum amplitude due to dislodgement. The dislodgement was confirmed through device testing. The rv lead was repositioned. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported. Additional information received indicates that the right ventricular (rv) lead had a micro-dislodgment. The lead was repositioned to a new location in the rv septum with excellent analyzed values. Additionally, the patient stated that the micro-dislodgment caused palpitations and slight chest discomfort. A chest x-ray was ordered and completed prior to the scheduled lead revision. Imaging showed no visible differences between the original implant position and the micro-dislodged position. The rv lead repositioning was successful. No additional adverse patient effects were reported.